Event description:
The customer stated that she was hospitalized with a low blood glucose reading of 61 mg/dl. The customer stated that she reset her insulin pump by mistake as she was under a lot of stress. The customer then primed while she was connected to the infusion set. The customer did not know how much insulin she received. The customer was assisted in re-programming the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.